Event description:
The customer alleged that he performed high control tests using his contour system and received a result of 487 mg/dl. The high control range was not provided, but should be around 280-400 mg/dl. No adverse events were alleged. Normal control solution was sent to the customer. No product will be returned at this time.